Event description:
It was reported that the patient device was observed to be off(disabled). This disablement did not appear to be not completely expected. Patient was programmed on and is being titrated up. No additional relevant information has been received to date.

Event description:
A review of the tablet data from the date of surgery was reviewed in which high impedance was seen and resolved on the date of surgery (expected). This high impedance can lead to a limited output condition. It is possible that this is what the unexpected disablement is in reference to. No other relevant information has been received to date.